Event description:
It was reported that the coil did not deploy correctly. A 10mm x 40cm interlock¿-35 was used to treat the target lesion in the pelvic vein. During the procedure, it was noted that the coil did not deploy correctly and had to be snared out of the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coil was returned for analysis. A visual inspection was performed and found that the coil was severely stretched and kinked upon inspection. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was missing. The coil was stretched proximally so this would have weakened the weld between the interlocking arm and the coil, thus allowing the interlocking arm to be broken off. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the coil did not deploy correctly. A 10mm x 40cm interlock¿-35 was used to treat the target lesion in the pelvic vein. During the procedure, it was noted that the coil did not deploy correctly and had to be snared out of the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.